Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Customer stated they removed the set and found the cannula to be bent. Advised customer to change entire set and monitor device. Customer's blood glucose level was 347 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.